Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined below: ¿the tibial component has discrete signs of loosening all around. There are small cysts, but anteriorly, as well as posterior, there is radioluscence suggesting loosening of the implant. The pe cannot be assessed directly. From the position and the distance between talus and tibia there are no clear signs which may be interpreted to assume a dislocation or a breakage of the pe. The talar component has large cysts almost all around, there are clear signs of loosening and in the talus there has been an arthrodesis between the talus and the calcaneus. The whole calcaneus shows very poor bone quality and a fracture cannot be excluded.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst all around the implant and poor bone quality which leads to loosening of implant. Also, fracture in calcaneus bone has been observed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.